Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter phone (B)(6). The pump was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional test were performed which found a ruptured dso seal. The customer's problem was duplicated. The root cause of the problem was the ruptured dso seal. The dso seal was replaced in order to correct the issue.

Event description:
It was reported that the downstream occlusion sensor rubber was damaged. There was unknown patient involvement. There was no adverse event/patient harm reported.